Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (lvas), (B)(6). A direct correlation between the device and the reported patient outcome could not be conclusively established. (B)(6), was returned assembled with the pump cable severed approximately 9¿ from the pump header. The remaining portion of the pump cable and the modular cable were not returned. A portion of the sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. An additional portion of the sealed outflow graft material was also returned. It was noted that non-abbott manufactured bend relief material was covering the distal portions of the sealed outflow graft segments. The apical cuff was returned secured, with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device revealed decreases in pump flow which appeared to be consistent with the patient¿s expiration. The log files captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), rev. C is currently available. Section 1 of the IFU, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient passed away. Event date was estimated to be (B)(6) 2021. The outcome was not considered to be device or therapy related.